Event description:
Abiomed impella cp set catheter advanced into patient's body. Catheter attached to impella machine and failed to activate. Catheter was removed, a new impella cp set was opened and advanced, the new catheter worked appropriately.